Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that a dye study was done and a granuloma was found where the pump and catheter meet. The patient also requested compatibility guidelines as they were having an MRI. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The company representative confirmed the provider was requesting the pump off had been made and that they were aware of alternative options (minimum rate mode, stopped pump mode) if applicable. The pump was noted as already in minimum rate. They were aware of the permeance and oral consent was given at the time of the call. The permanent shut down password was provided regarding programming the pump to off state. It was noted that the procedure was not due to a problem with the device or therapy. The pump itself had no issues and was nearing end of service (eos) so they wanted to shut it off. It was further noted that there were allegations of a catheter issue, however they did not know any information on that. The patient was questing if he wanted a replacement pump since there were catheter issues.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-jul-2002, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and dilaudid at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was supposed to have "emergency pump replacement" that did not happen. The replacement was to happen due to the patient having withdrawal symptoms, which the healthcare provider (hcp) was not sure if the pump or the catheter was failing, but the hcp found out it was catheter. The pump was due for replacement anyway due to the age of the pump battery. The patient was put on oral medication and had not had the pump refilled since (B)(6) 2018. The pump had been turned down to minimum rate since (B)(6) 2018 and the pump was now beeping and alarming. The patient heard the alarm on (B)(6) 2019, but "it could have been earlier." The patient was frustrated with the alarm because the alarm was waking the patient up in the middle of the night and was embarrassing in church and the alarm was "getting louder." On (B)(6) 2019, it went off three times, 4, 5, and 6:59 in the morning. On (B)(6) 2019, it went off at 12:11am, 3:11am, and 6:11am and then 7:11pm. On (B)(6) 2019, it went off at about 12am, 2am, 3am, 4am, 7am, and 11am. The hcp told the patient they would call and schedule an appointment to meet with a manufacturer representative to turn the pump off but no appointment was made. The event date of the withdrawal symptoms was unknown; the patient stated "the worst day" was (B)(6) 2018. There were no further complications reported at this time.